Event description:
It was reported that the system would not boot up. The resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.